Event description:
The facility's biomedical tech reported an infusion pump with a triple alarm failure code. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event. No additional contact info was provided.